Manufacturer narrative:
H3: product analysis#804163132 equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The push wire was returned within phenom 27 catheter. Damage location details: the push wire was returned extending out from catheter hub. In addition, the prtial distal braid, sleeves and tip coil deployed from catheter distal tip. No bent or kink was found with push wire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip/marker band were examined, and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The push wire and braid pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipelines did not open in the distal section. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps that were taken to attempt to open the pipeline included retrieving it again. The cause of the event was that the tip end was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines stents failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic artery. The max diameter was 8mm, and the neck diameter was 6mm. The patient's vessel tortuosity was normal. The landing zone was 4.5mm distal and 4.7mm proximal. The access vessel was the femoral artery. Dual antiplatelet treatment had been administered. It was reported that after the microcatheter was in place and the stent was pushed out, the tip could not be opened. After withdrawing the entire system, another ped-475-20 was selected and deployed again. The tip still could not be opened. The entire system was withdrawn, it was replaced with ped-450-16, which was opened successfully and the surgery was completed. The patient did not experience any injury or complications. Angiographic results post procedure showed blood flow retention in the aneurysm. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a phenom microcatheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227122907); product type: ; implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 227122907); product type: ; implant date n/a; explant date n/a product ID ped-475-20 (b625437); product type: ; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.